Manufacturer narrative:
The preliminary inspection of the returned unit was unable to determine the root cause of the failure. The device is being sent to the design house for further investigation. There was no adverse event reported for this incident.

Event description:
It was reported to resmed that a CPAP patient awoke to their unit smoking with a flame coming from the back of the unit.